Event description:
During the process of the surgeon positioning the implant on the bone, they accidentally struck it with a mallet, resulting in part of the implant being damaged. All fragments were removed. Additional supplies from the hospital inventory were used. Procedure was completed successfully with a five minute delay. There was no patient consequence.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. H3, h6: the ea delta cer insert 36idx52od returned to depuy synthes for evaluation. The product was forwarded to the supplier for further evaluation. Visual analysis revealed that the ceramic liner was fractured into one large fragment fixed within the acetabular cup, along with eleven smaller fragments. However, the implant cannot be completely reconstructed; there are fragments missing which could potentially yield further information if there were available. Metal transfer of erratic appearance can be found on the inner sphere and on the fractured surfaces of the liner. This kind of secondary transfer is typically caused by chafing between metal parts and/or surgical instruments and the ceramic liner, after the primary fracture event or during the attempts to retrieve the liner from the acetabular cup. Such patterns are unlikely to provide information about the cause of the fracture. In case of symmetrical, and therefore correct, taper fit between the ceramic liner and the acetabular cup, metal transfer patterns (primary metal transfer) are expected circumferentially throughout the upper and central regions of the taper. The insert is currently fixated in a misaligned position within the acetabular cup. No primary metal transfer of regular appearance can be found on the protruding part of the ceramic. Based on the available information, it is assumed that the liner fractured due to point load caused by a misaligned position of the liner and the cup; as mentioned in the reported event the liner was accidentally struck it with a mallet during the procedure. Properly handling and attention to the approved use of the device diminishes the risk of failure. The overall complaint was confirmed as the observed condition of the ea delta cer insert 36idx52od would contribute to a device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.